Event description:
Patient reported he often has problems, as the infusion set adhesive does not stick enough. He reported this is due to sweat, and he usually applies additional plaster. He recently experienced hyperglycemia of 600 mg/dl when a bolus was not delivered due to a loosened infusion set. He went to the hospital and was treated with an insulin drip until stabilized. There was no break in the tubing, connector, or other components. The alleged infusion set was discarded and will not be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device will not be returned.

Manufacturer narrative:
Since no material has been returned from the customer and the lot number is unknown, no investigation could be performed. Therefore, the complaint cannot be verified. Device was not returned to manufacturer.